Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the readings from the manual flow meter were different than the readings on the central control monitor. The user also reported the electronic gas delivery system began to lose calibration during the procedure. A "calibration request" error message was observed. An alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.